Event description:
Overdelivery reported. Herapin solution (20,000u/500cc normal saline) was infusing into pt and only 18cc displayed on pump. Pt received approx 100cc with no harm. Ptt drawn and results were normal after the event occurred. Pt was switched to a new tubing and new pump and they worked fine. Pump was checked out by hosp biomed dep and found that it worked correctly.